Event description:
Customer reported unexpected negative reactions with capture-r ready screen 4 (crrs) when testing a patient sample on galileo.

Manufacturer narrative:
The product expired prior the receiving the complaint; no serological testing was performed. The customer did not return sample for investigation testing. The instrument images were reviewed. The positive reaction obserevd by the customer appeared very weak. Most likely, the antibody is at the limit of detection. The customer did not return sample for investigation testing.